Manufacturer narrative:
This follow-up report is being filed to report product number, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data from (B)(6) regarding patients enrolled in a mom clinical study. It was reported that patient underwent right total hip arthroplasty on (B)(6) 2010. Additional information received indicates that a revision procedure was performed on (B)(6) 2014 due to an unknown reason.

Manufacturer narrative:
This follow-up report is being filed to correct initial reporter and hospital address.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification/expiration date - unknown. PMA/510(k) number. Manufacture date ¿ unknown.